Manufacturer narrative:
This product is not expected to be returned as it was discarded by the hospital. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular lead was explanted and replaced as it was located in a inadequate place in the heart which caused high capture threshold measurements. This lead is not expected to be returned as it was thrown away. No additional adverse patient effects were reported.